Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, when positioning this right atrial (ra) lead it got dislodged and caught in the foramen ovale, and it was not possible to move it or extract it. Dislodgement was noted in an echocardiogram. A new lead was successfully placed. This lead remains implanted. No adverse patient effects were reported.